Event description:
It was reported that during implant procedure, the sense/pace portion of the rv lead was stuck in the header. The lead was eventually removed, however the lead insulation was damaged in the process. The device was explanted and replaced due to eri with no consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of ventricular connector anomaly was not confirmed in the laboratory. The vtip and vring septa and setscrews were not returned with the device, so the cause of the reported field event could not be determined. The lead bore diameters were measured and found to be within specifications.